Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed what looked to be a ¿burn mark¿ on the drip chamber of the device. It was not possible to determine if the mark was within the chamber or on the outside of the chamber. Hence, it was not possible to confirm from the photo if this defect was a ¿burn mark¿ generated during the molding process of the chamber or external contamination introduced onto the outside of the chamber during further processing. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which identified embedded particles in the chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination on the drip chamber of a solution administration set. The pm was described as a dark brown stain and particle on the surface of the chamber. This was discovered prior to patient use. There was no patient involvement. No additional information is available.